Manufacturer narrative:
The spacer has not returned for evaluation as it remains in situ. A radiograph was provided which confirms the event of the fractured spacer. A review of the device history records could not be performed as the identifying part and lot numbers were not provided. Alphatec spine is submitting this report to comply with the FDA regulations 21 cfr 803. Alphatec spine has made reasonable efforts to provide as much relevant information as available. Any field that is left blank was not known at the time of this submission. If additional information is provided, a supplemental report will be submitted.

Event description:
About 2-months postoperatively, radiograh images revealed a fractured alif sa interbody spacer. It was reported that the patient fell several times leading up to this follow-up visit. The patient is asymptomatic.